Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012 and mesh was implanted. The patient reported experiencing severe incontinence, chronic pelvic pain, sacroiliac pain, recurrent urinary tract infections with bmr bacteria, inguinal pain, treatment infusions 3 times, 10 days, inability to have sexual intercourse, electric shocks inside thighs, self-polling because of difficulty urinating, social isolation, no more sexual relations, inability to sit still for more than 30 minutes, inability to walk more than 100 m and inability to drive the car. No further information is available as the reporter contact details were not disclosed.